Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle went through the shield. The following information was provided by the initial reporter: "we ordered 1cc 27ga syringe with needles from romic (romic catalog number: 214702) with po69278379 and recently have found issues with this lot/order." "Today we came across a more concerning thing from a safety standpoint where a 'loose' needle was poking out from the sheath of the needle. Fortunately no one was inadvertently stuck with this manufacturing flaw."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.